Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulties appear to be related to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The supera stent referenced is filed under another MFR number.

Event description:
It was reported that during a procedure to treat in-strent thrombosis, stenosis and supera stent collapse in the right superficial/popliteal femoral artery, balloon angioplasty was attempted, however. Both a viatrac balloon and non-abbott balloon ruptured at high pressure. For treatment, a herculink stent was implanted without reported issue at the area of stent collapse. Additional dilatation was performed and a non-abbott balloon ruptured. The ultrasound catheter was re-inserted and more dilatation was performed. The patient tolerated this procedure well.